Manufacturer narrative:
The technician found both foot end casters were broken at the top. He replaced both foot end casters to repair the bed.

Event description:
The account stated the bed wheels will not lock. Brake not holding.